Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va1ehnu, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the implanted lead would not enter the header of the interstim battery. The rep reported that tech services was closed at the time of the procedure, so colleagues were called and went through troubleshooting options that led to no success. The rep reported that the lead was removed from the patient and another lead was implanted using a different ins. The rep reported that the patient underwent an advanced evaluation on (B)(6) 2017 with a conversion to implant on (B)(6) 2017. The rep reported that the implanted lead would not advance into the header of the battery. The rep reported that the hcp was forced to pull the lead and implant another lead and use another battery. No patient symptoms reported. No further complications anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no anomalies. Analysis of the lead model 3889-28 lot # va1ehnu showed that connector #2 was crushed and obstructed insertion of the lead. During analysis, the returned lead was unable to be inserted into a known good implantable neurostimulator (ins). The conductor coils were crushed 9.0 cm from the proximal end and the insulation was intact. Electrical testing determined the continuity was complete/acceptable and there no electrical shorts between circuits identified. Based on further evaluation, the previously reported device code of (B)(4) no longer applies to the event.